Manufacturer narrative:
The reagent lot number is 86869601 with an expiration date of 31-oct-2026. The field service representative found that the pinch tube was pinched. He replaced the pinch tube and procell syringe seals. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient sample on a cobas 6000 e601 module. The initial result was 13.40 miu/ml. The repeated result was 2.41 miu/ml.